Event description:
A user facility reported that an intraocular lens (iol) had been exchanged for a different model lens. In a f/u phone call with the surgeon, it was reported the lens was exchanged due to "the lens had flipped axis" which caused the pt to have blurry vision postoperatively. The pt was unhappy with the results, so the lens was exchanged. The surgeon reported the pt was doing better following the iol exchange. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. Add'l info was rec'd in a f/u phone call on (B)(6) 2011. A completed questionnaire has not been rec'd. (B)(4).